Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a left ventricular assist device (lvad) implanted, and during the device post-procedure check; an increased in threshold on the left ventricular lead was noted. Programming changes were made to have right ventricular only pacing. It was suspected that the high threshold noted was due to the lvad implant procedure. No patient consequences were reported.